Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening , creases fold and missing . A microscopic analysis was performed which identify a sharp opening in the anterior and missing piece of the shell. . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the anterior side assessed as unidentified (tear) opening . -missing piece of the shell assessed inconclusive.

Event description:
Patient reported left side rupture. Device has been explanted.